Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. Treatment rendered was not reported.

Manufacturer narrative:
(B)(4). Follow up information: the nurse confirmed the peritonitis event start date was (B)(6), 2012. The effluent culture grew coag negative (B)(4). The hospitalization dates were (B)(6), 2012. The cause of peritonitis was unknown. The patient was recovering and was re-trained. The nurse stated that the event was not related to dianeal/extraneal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h11k14030. No exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number: h11l07131. An exception noted for the batch but does not indicate any issues related to the complaint. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event.